Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of the resistance was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that operator flushed all the accessory devices as per instructions for use (IFU), then crossed the guidewire distal into internal carotid artery (ica), after that over guide wire neuronmax was introduced, but at the thoracic arch it was tight bend, operator tried 2 times to navigate that bend and crossed that bend. The operator took the react and started navigating through neuronmax, after 10-15cm from hub operator felt some resistance to push it inside, they tried 2-3 times but it did not resolve. They removed react 71 and took red 68. The red 68 went smoothly through the neuronmax. Healthcare provider (hcp) finished the mechanical thrombectomy as per their protocol and completed the case. There was catheter resistance in the middle of the catheter. No patient symptoms or further complications were reported as a result of this event. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. The patient was undergoing surgery for mechanical thrombectomy treatment. It was noted the patient's vessel tortuosity was severe. The access vessel was the right internal carotid artery (ica) with a diameter of approximately 4mm. Ancillary devices include a neuron max sheath and rebar 18 microcatheter.